Event description:
It was reported that the patient gave birth to a baby boy on a cesarean section and had difficulty in urination. It was further reported that when the catheter was used to urinate the sterile package of the foley catheter was damaged.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to operator error (poor handling method) or sealing gasket worn out. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "note: this product contains natural latex that may cause an allergic reaction. Sterility is guaranteed only when the package is not opened or has not been damaged. Warning: do not use ointments or lubricants containing vaseline ingredients. These products will damage the latex and may cause the balloon to burst. It is forbidden to pump urine through the wall of the urination funnel. Single use only. Repeat sterilization is prohibited. For urinary use only. Please check the product for incompleteness or surface wear before use. Type of valve: inline syringe. Do not use the needle. The correct way to shrink the balloon: gently insert the syringe into the valve of the catheter. Do not use excessive force when the syringe is pierced into the valve. If the contraction is found to be slow or not at all, the syringe should be gently reset. If necessary, the balloon can only be contracted by gentle suction. Forced suction may cause the inflation lumen to collapse. If the hospital operating specifications permit, the valve can be shut off. If the operation fails, the professional who has received sufficient training should be consulted in accordance with the relevant regulations of the hospital operating regulations. Once the balloon has ruptured care should be taken to ensure that all balloon fragments are removed from the patient. Storage: the catheter should be stored at room temperature and away from direct sunlight, preferably in the original box. Note: (us) federal law restricts the device to be sold or ordered only by a physician." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient given birth to a baby boy on cesarean section and had difficulty in urination. It was further reported that when the catheter used to urinate, the sterile package of the foley catheter was damaged.